Event description:
Procry investigator-initiated clinical trial (prostate cancer foci targeted cryotherapy procry). It was reported that hospitalization was extended. A urethral warming set was selected for use in a cryoablation procedure. There was no problem with the device, and the procedure was completed. The next day, the balloon catheter was removed from the urethra and started to urinate, but residual urine was observed. Therefore, the patient's discharge from the hospital was extended for observation of urinary drainage due to postoperative dysuria. It was also suspected dysuria due to the side effect of the concomitant drug solifenacin succinate od tablets 5 mg (complication: overactive bladder), and discontinued the drug on the 9th. On the following two days, although residual urine persisted, dysuria and the patient's symptoms improved, and it was judged that the patient could be discharged from the hospital, and the patient was discharged.